Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), florida. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that pump patient circuit 2 of a heater-cooler system 3t went down during procedure. There was no patient injury.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: through follow-up communication with livanova field service representative, it was learned that the issue reported was related to noise. Therefore, when livanova technician was dispatched to the facility to investigate the device could confirm the reported issue: stirrer motor was noisy. As troubleshooting the stirrer motor was replaced. Video of the noisy pump and picture of corrosion at the base of the motor was provided from the service technician to confirm a contribution of the environmental condition to the failure of the motor. During replacement, it was also noticed biofilm on patient pumps impellers that were cleaned during activity. It was then suggested to the customer to perform further cleaning and disinfection of the device prior to return to service. Functional test passed positively, all the pumps were confirmed quiet. A device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar event has been reported. Based on the collected information and considering the results of a similar complaints database analysis, it cannot be ruled out that the most likely root cause of the reported event has to be traced back to damaged motor bearing as well as water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase, with the contribution of biofilm created in the tank.